Event description:
The user facility reported that the device did not alarm 'check tubing placement' as expected. The actual time of occurrence is unknown, but there was no report of patient injury or medical intervention being associated with this event. No other info is available.

Manufacturer narrative:
The device was returned to baxter's service department for evaluation. The reported condition of not alarming 'check tubing placement' was confirmed during evaluation due to a faulty mechanism which was due to a defective microswitch. The mechanism was replaced to fix the reported problem. The device was upgraded to maple and will be returned to the customer.